Event description:
Per the clinic, the patient experienced no connection with the device and no benefit due to migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.